Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an infusor leaked during infusion with an unspecified solution. The location of the leak was not reported. The device was disconnected when the leak was observed. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The lot was manufactured from (B)(4) 2016 ¿ (B)(4) 2016. The device was received for evaluation containing approximately 120ml of solution in the bladder/balloon. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional leak testing was also performed with no issues noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.